Manufacturer narrative:
(B)(4). Batch # p92c3n. Investigation summary . The device was received with the lower jaw bent at the proximal side. Testing found a short on the device when the jaws were fully closed, resulting in an alert screen "reposition jaws and reactive." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vaginal hysterectomy, while using the device, it became stuck and displayed error message on generator stating something along the lines of "release jaws," with yellow background. Subsequent attempts eventually resulted in an error message prompting to disconnect device and reconnect. It worked for one bite, before beginning with the first error message again. Upon inspection of the jaws, they seem slightly out of alignment. No noticeable issues with hcp (health care provider) technique, except perhaps taking slightly thicker tissue. After the second time this occurred, he focused concertedly on grabbing only small pieces of tissue before activating and cutting. Eventually, he completed the procedure with several more instances of the error occurring. The doctor adjusted technique to only take very small bites, and advanced the blade very slowly, trying to avoid the error from occurring. He was able to complete the procedure with several more interruptions. There was no patient consequence reported.